Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode on the right atrial (ra) lead due to oversensing the minute ventilation (mv) signal. Additionally, there were high out of range pacing impedances measuring greater than 3000 ohms, a lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was an atrial tachy response (atr) episode with noise consistent with muscle artifact. Technical services provided troubleshooting options. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.